Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending coronary artery. As the taxus liberte 2.50x20mm stent delivery system was advanced, the device had difficulty crossing the trifurcated area proximal to the target lesion. It was reported that an unk stent had been implanted in this area during a previous procedure. The device was removed using a two wire technique without resistance and completed with another of the same device with no pt complications. Upon removal, it was noted that the proximal portion of the stent was damaged. The pt condition post procedure was reported to be "good".

Manufacturer narrative:
Pt: 18 years or older. A visual and microscopic examination identified stent damage on the middle section of the stent. The struts on row 11 were pushed distally. The struts on proximal stent strut rows 3 and 4 were raised and pushed distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).